Event description:
The customer reported that the valleylab cord was "married" with their instrument and smoke started to come from a hole in the cord plug. This occurred during use, but no injuries occurred.